Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during insertion, there was resistance and a bent valve strut was noticed. On the bottom part of the inflow, one stent cell was bent outwards at 180 degrees.¿it was decided to implant the valve.¿implantation was successful with no paravalvular leak or other complications. The patient was stable post procedure.¿per physician, a combination of tortuosity in the vessel and area calcification caused the bent strut.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-15181. The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  one (1) strut bent outward approximately 180 degree at the inflow observed during procedure.  Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed. No potential manufacturing non-conformance was identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿access had extreme tortuosity with moderate calcification, buddy wire (lunderquist) was needed to get the sheath in, minimum vessel diameter was about 10 mm,¿ ¿after insertion through the sheath with a lot of resistance, strut bending was noticed under fluoro imagery. The bottom v part of the inflow of one stent cell was bent outwards 180 degrees¿ and ¿as per operator opinion, a combination of tortuosity in the vessel and area calcification caused the strut pending¿. The presence of tortuosity and calcification in the access vessels can create a challenging pathway during delivery system advancement and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1- 2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch within the sheath and result in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective/preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.